Event description:
It was reported the patient¿s pain comes and goes. It was noted the patient had been in and out of the hospital for a month. It was reported the pain was at the implant site and cannot even touch the area sometimes. It was noted the last time the patient went to the hospital the patient¿s healthcare provider told them the stimulator needed to be explanted. It was reported the patient had to strain to urinate and felt like a urinary tract infection. It was noted blood tests showed it was not appendicitis. It was reported the implant site would occasionally bloat up. It was noted the patient did not fall or have an accident associated with the issues. It was reported the patient¿s healthcare providers did not see anything regarding their bladder and urinary.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had felt pain in her side for the prior two years. The patient stated that she went to the emergency room and the health care professional suggested that it may be the stimulator causing the pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.